Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. At 6:00 am the patient received a blood glucose result of 384 mg/dl on his aviva system and went to the doctor. The blood glucose results obtained at the doctor's office were not provided. The patient was transported to the hospital from the doctor's office. At the time of the report, the patient was in route to the hospital. It is unknown what type of treatment he received for high blood glucose, or how long he was hospitalized.